Event description:
It was reported intermittent occlusion alarms occurred that have increased in frequency over the past 12 days. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.